Manufacturer narrative:
Estimated date. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: manta versus perclose proglide vascular closure device after transcatheter aortic valve implantation: initial experience from a large european center. The additional patient effects captured in the article are filed under a separate medwatch report.

Event description:
This event is from a literature review identifying proglide devices using the preclose technique in common femoral arteries prior to transcatheter aortic valve implantation (tavi) procedures. The proglide devices may be related to: death. Specific patient information is documented as unknown. Details are listed in attached article, titled: manta versus perclose proglide vascular closure device after transcatheter aortic valve implantation: initial experience from a large european center

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of death is listed in the electronic proglide instructions for use (eifu), (el2122075, revision a, section 9.0) as potential adverse events of use of the device. Based on the case information, a conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. Additionally, a definitive cause for the reported death and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.